Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with vaginal hysterectomy, bilateral salpingo-oophorectomy with removal of left large ovarian cyst, modified mccall suspension, bladder neck suspension due to pelvic relaxation, stress incontinence, cystocele, rectocele and small enterocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
Additional patient codes: - incontinence, (B)(4)- scarring, (B)(4)- urinary retention additional information. Additional narrative: it was reported that following insertion the patient experienced recurrent genuine stress urinary incontinence, urethral scarring and urinary retention. It was reported that the patient underwent removal of previous mesh graft on (B)(4) 2014 by (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on an unknown date and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.